Manufacturer narrative:
Zoom 55 was returned for investigation. Upon investigation it was confirmed the shaft of the zoom 55 had broken. The break showed limited stretching of the catheter materials. Based on the complaint information provided, the exact root cause could not be determined. The zoom 55 instruction for use (IFU) states that prior to catheter hydration and insertion of adjunctive devices into the zoom 55 catheter, the zoom 55 is to be removed from the packaging hoop. The manufacturing records for the zoom 55 were reviewed and demonstrated that the product met all the design and manufacturing specifications.

Event description:
During preparation, a zoom 55 aspiration catheter was flushed while still in the packaging hoop. The technician pulled the zoom 55 straight from the packaging hoop. Upon removal from the packaging hoop, the zoom 55 was found to be separated. Replacement zoom 55 and was used to complete the case without any issues. The patient was reported to be stable without any patient sequelae.